Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient had an infection at the midline incision site following an implant procedure. Signs of drainage was noted, and the cause of the infection was unknown. The physician believed that the infection was not device or procedure related. The patient was sent to the ER (emergency room) and was prescribe with antibiotics. Additional information was received that the patient underwent an explant procedure.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the midline incision site following an implant procedure. Signs of drainage was noted and the cause of the infection was unknown. The patient was sent to the ER (emergency room).